Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Since the device was not returned to the manufacturer at the time of explant, no further investigation can be performed at this time. The manufacturer has requested additional information on the event and device in question, but no additional information has been provided to date. Based on the available information, it is not possible to draw a definitive conclusion to the reported event. However, from the document review performed, no manufacturing deficiencies have been identified. Should further information be provided in the future, the manufacturer will submit a follow up report to this reporting activity. At this time, the root cause cannot be established.

Manufacturer narrative:
Unknown device disposition.

Event description:
The manufacturer was informed of this event through the device tracking department. Based on the information reported in the patient implant form, a memo 3d rechord semirigid annuloplasty ring mrcs34 was implanted on (B)(6) 2020. The device was explanted on (B)(6) 2021 and replaced with a new mrcs34. No further information is presently available. No allegation of a device malfunction nor of a serious injury was received from the site regarding this event.